Event description:
Allegedly, an unintended ceiling lift strap release occurred during the use of the maxi sky 440 ceiling lift with a resident. At the time of the event, the customer¿s staff heard two strokes. The resident fell to the floor, but no injuries were reported.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The arjo technician visited the customer¿s facility; however, no further information about the alleged event was shared, and no one confirmed that a fall had occurred. The arjo service technician tried to reproduce the reported problem during the device inspection and testing. The problem was not recreated and no device malfunction that could have led to the strap's unexpected lowering was found. Based on complaint review it can be concluded that the accumulation of strap in the ceiling lift housing could occur, however as the issue could not be replicated and no device failure was observed, the exact cause of the issue could not be determined. To sum up, arjo device was used with the resident when the incident occurred. At the time of the event, the device failed to meet its specifications since the strap of the lift unwound but the problem was not recreated. The complaint was assessed as reportable due to allegation about a resident fall.